Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A consumer's parent reported that she was diagnosed with a corneal ulcer, left eye, by an eye care practitioner, which was treated with vigamox drops hourly. Severaly requests have been made for additional information. However, no further information has been provided.